Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure detected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the driver was on the grey navlock would be a able to verify, but a screw projection was not possible the site changed what instrument was assigned to the grey navlock and changed it back, but the behavior persisted. The site removed and re added the tool card with the same issue occurring. The site changed navlocks and the issue persisted. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.